Event description:
Patient connected to portable oxygen tank for transport to CT. In route, the patient's oxygen saturation dropped to 81% and was brought back to the ICU. The patient was reconnected to wall oxygen and saturation returned to greater than 90% within a few minutes. Portable oxygen tank read as full when pulled for transport. Dial adjusted to four liters and patient was connected to the tank and ready to leave unit for CT scan. In looking at the oxygen tank after the incident, the tank reads as full. The tank "feels" full. The dial for flow adjusts. There is no oxygen flowing out of the nozzle that the o2 tubing connects to. This was tried several times with the same non-flow of oxygen. The patient's oxygen saturation came back up quickly when reconnected to wall oxygen. The oxygen tank was sequestered and will release to vendor/manufacturer to repair.